Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the corrosion returned on the pump cable connector following cleaning in (B)(6) 2024 (MFR: 2916596-2024-05280)